Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable caused the pump to alarm upstream occlusion. The disposable as primed and set up for treatment. 2/3 of the treatment cycle operated normally. However, the last 30 ml of treatment the pump alarmed upstream occlusion. Patient tried numerous times to reset the pump however had to change to another disposable which is now operating normal.